Manufacturer narrative:
One used list# 140019291, primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. Lot# 5192853 and one used baxter container 100 ml glucose 5% were received for evaluation. As received one used list# 140019291 is observed; the 60" tubing is disconnected from the cassette, no other anomalies were found. The tubing end and socket were examined and evidence of prior solvent bond coverage was found, however the tubing was torn off, with part of the tubing bonded in the socket. The tubing od was measured and found to under spec, suggesting possible excessive tension leading to plastic deformation. The complaint can be confirmed, the probable cause is due to unintentional excessive tension during use. A lot history review of lot# 5192853 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation, however, testing is not yet complete.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm in which the line disconnected at point of cassette while delivering noradrenaline. The incident involved a patient who was intubated, ventilated and receiving inotropic support. The patient was transported to radiology for CT (computed tomography) scan and during this procedure the line disconnected from the cassette causing patient blood pressure to fall to a critical level requiring emergency treatment of bolus doses. The customer reported that the patient was stable and no long term effect from this event.